Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Pt received his scs on (B)(6) 2008. The pt reported he lost stimulation and his charger. Pt reported the charger was found, but he could no longer locate the ipg with the charger. A replacement charger was sent, and it was reported this did not resolve the issue. The pt is working closely with his physician, no further info is available at this time.